Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4) .

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer's blood glucose was 400 mg/dl at the time of incident. The customer's blood glucose was 174 mg/dl at the time of call. The customer stated that he treated his high blood glucose with the insulin pump. The customer performed troubleshooting and did not found any issues on the insulin pump. The customer was unable to perform high pressure test at the time of call due to unavailability of tubing clamp. The customer was advised that a tubing clamp will be sent. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The customer was advised to call when tubing clamp is received to perform high pressure test and to confirm if insulin pump can detect an occlusion. The insulin pump will not be returned for analysis.